Event description:
After upgrade of plato to 14.3.5, treatment plans made before the upgrade have an anterior post shift of up to 4mm. Operators can not look at plans made before the upgrade without the shift, and if there is a second fraction, then the patient must be re-planned. As a result, there is a potential underdose to the irradiated tumor and potential for unintended radiation exposure to surrounding tissue.